Event description:
On (B)(6) 2011, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Both distal ends of the device landed at the external iliac arteries. Therefore, the right internal iliac artery was coil embolized and the left internal iliac artery was bypassed with the left external iliac artery. The procedure successfully ended. The aneurysm measured 62mm. On (B)(6) 2012, follow-up ultrasound echo was performed. The aneurysm measured 60mm. On (B)(6) 2012, follow-up computed tomography angiography was performed. The aneurysm measured 50mm. On (B)(6) 2013, the patient presented to the hospital with fever of 38.4 c and abdominal aortic pain. Computed tomography angiography revealed that the aneurysm had ruptured due to sac pressurization caused by a type 2 endoleak. A surgical conversion was emergently performed whereby the excluder device was removed and replaced by a vascular graft. The patient tolerated the surgery.

Manufacturer narrative:
Additional components implanted on (B)(6), 2011: pxl161207/9461851, pxc121400/9481940, pxl161207/9398341, pxa230300/9553601. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.